Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. The date of manufacture is unknown.

Manufacturer narrative:
Result (B)(4) the complaint was not confirmed and a new issue was observed. The results were within device specification.

Event description:
A customer reported that the button has been "popping out" of her adc lancing device. The customer stated that on (B)(6) 2011 the button "popped out", and she put it back in and lanced her finger. She reported she got a "blood blister around the test site and it got infected". On (B)(6) 2011, the customer went to her doctor reported he "diagnosed her injury as a blood blister that got infected", and prescribed antibiotic treatment with "cephalexin 500 mg". The customer indicated she was still taking the antibiotic at the time of the phone call, and was planning to call her doctor "to see if the area should still be sore to the touch and I can feel a little lump". The customer reported unspecified self-treatment. There is no report of death or permanent impairment associated with this event.